Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrode pads. Testing of the electrode pads confirmed the report. The electrodes were scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.